Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03609. It was reported the patient underwent a lead replacement procedure because her scs leads had migrated, which resulted in diminished therapy coverage in the lower back.